Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 147 mg/dl and 83 mg/dl. Customer based his insulin dose on the result of 147 mg/dl. Customer had no symptoms at the time of these results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.